Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Further information regarding the event indicated that 1 patient underwent a manipulation under anesthesia due to limited range of motion. Attempts for additional information have been made and none has been provided.

Event description:
It was reported through a journal article that 2 patients experienced stiffness post operatively and underwent a manipulation under anesthesia. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. D10: unknown articular surface. Unknown tibial component. G2: c. Nakasone, I. Weber, c. Israelite et al., (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee (53), 264-272. Https://doi.org/10.1016/j.knee.2025.01.010. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2 h1: the previous report submission inadvertently had the summary report box checked. This supplemental report is being submitted to note this field should be marked as unchecked instead. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d1, d2b, d4, d6a., d10, g3, g4, h2, h4. D10: 42522100910, articular surface medial congruent (mc) right 10 mm height use with tibia sizes g-h/cr femur sizes 8-11, lot: 64167121. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 months post implantation, the patient underwent a manipulation under anesthesia due to stiffness. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2. No product returned or pictures provided; visual and dimensional evaluations could not be performed. Root cause of the reported event is not device related. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.